Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection or hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient¿s blood glucose level reached 400 mg/dl. The patient developed an infection at the pod¿s insertion site while wearing the device on the arm. The patient visited their doctor and was prescribed cefovit forte. No information was provided on how the hyperglycemia was treated.